Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the implant referenced in this report was requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that patient had called stryker. She began experiencing pain approximately eight months ago, in 2006. Experiencing pain and limping.